Event description:
The customer contact reported a separation. The extension tubing set was being used to deliver an unspecified medication. On an unspecified date, the customer contact indicated that a nurse reported, "this fell apart and I found it when I went into the patient's room." It was reported that the tubing separated from the clave port of the extension tubing set. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and if the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and information on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional information. This report represents all the information known by the reporter upon query by hospira personnel.